Manufacturer narrative:
According to the investigation, a hole was found in the sample received for evaluation, this was causing the leak reported. However, our current process was reviewed and a root cause for the hole could not be determined through the investigation. CAPA-000000522 was initiated to perform a further investigation of this defect.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
It was reported to vyaire that the circuit passed the leak test and no leak was present during testing. However, while the circuit was in use, there was a noticeable leak. The customer confirmed that there was no patient harm associated with the reported event.